Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump presented alert 38 indicating a motor stall, consistent with a failure to infuse, and the user attempted restarts and a dry run without resolution; the device was on the latest firmware and the affected component was the motor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem was identified during troubleshooting, with the event characterized as a failure to infuse associated with the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.